Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was reprogrammed; however since then the patient felt things have gotten worse. It was further reported that the patient received an echo and the device was tested but revealed it was never reprogrammed. Therefore adjustments were made and the patient now feels good. The patient had concerns about this and was ok with the rep being contacted and patient's concern relayed. The device remains in use. No patient complications have been reported as a result of this event.